Manufacturer narrative:
(B)(4). Product returned and evaluated: no defect found with meter. Test strips produced lo reading, e-5 readings and black chemistry observed. Most likely underlying root cause: improper storage.

Event description:
Consumer complaint of e-5 error; test strip error. E-5 error occurred after blood sample applied to test strip. Customer feels well and observed no symptoms. Medical intervention is not reported at the time of the call on (B)(6) 2015 as a result of the meter's readings. Blood test performed fasting during call on (B)(6) 2015 produced result of e-5 after blood sample applied to test strip. Test strip lot manufacturer's expiration date is 05/21/2018 and open vial date is not confirmed with customer. Adverse event not reported.